Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette had a leak from the line. This occurred during prime of peritoneal dialysis therapy, and the patient was not connected at the time of the event. The technical service representative assisted the patient with removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.